Event description:
It was reported that shaft break occurred. A 2.25 x 24 synergy drug-eluting stent was advanced for treatment. However, during insertion of the device the shaft fractured. The device was removed, and the procedure was completed with a different method. There were no patient complications or injuries reported.

Manufacturer narrative:
The device was not returned for analysis. Images were attached to the complaint record. Three out of the five were photos of the alleged complaint. It showed a break in the hypotube shaft and the hypotube kinked on either side of the break. The other two photos were of the packaging which showed the size and model of the device. H3 other text : media.

Event description:
It was reported that shaft break occurred. A 2.25 x 24 synergy drug-eluting stent was advanced for treatment. However, during insertion of the device the shaft fractured. The device was removed, and the procedure was completed with a different method. There were no patient complications or injuries reported.